Event description:
New information received notes that the device was explanted and replaced. The patient tolerated the procedure well.

Manufacturer narrative:
The pacer was received from the field with battery voltage near beginning of life level. Electrical and mechanical analysis performed, including atrial and ventricular sensitivity tests under nominal conditions did not find any sensing issue and visual inspection of the header and connectors found no contamination or foreign material that could contribute to the reported complaint. Longevity assessment was performed, and the device was in normal rage of operation with appropriate remaining longevity. The reported event of over-sensing was not confirmed. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with a complaint of lightheadness. Interrogation of the pulse generator revealed noise resulting in pacing inhibition. Both the atrial and ventricular channels appeared to exhibit noise similar to electromagnetic interference (emi). However, emi had been ruled out as a possible cause of over-sensing. A chest x-ray reveal no apparent lead abnormalities. The possibility of a set-screw issue, and physical interference from the clavicle or rib were discussed. No interventions were reported. The patient was in stable condition.